Event description:
It was reported via repair work order that the footend brakes were not holding due to a worn brake plate. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.